Event description:
It was reported that during a routine visit, it was noted that one two of the recorded episodes, the electrogram (egm) data was invalid. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products icf09b52 implantable pacing lead - (B)(6) 2005; 4296 implantable pacing lead - (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.